Manufacturer narrative:
Analysis confirmed the customer comment that the device had been dropped, its upper case was broken with the encoder assembly pushed inside the device, three knobs were missing and the hanger was broken. It was additionally noted that the liquid crystal display was bleeding and deemed out of specification in an electrical manner, that the red display wire was pinched with its wire insulation exposed and the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator originally returned due to having been dropped, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.